Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain on (B)(6) 2018. It was reported that the health care provider has to reopen and reposition the stimulator because it is pushing through her body. The patient noticed that it was popping out a little bit about a couple of weeks prior to the report, confirmed as the beginning of (B)(6) 2018 and thought that it was normal, but it has gotten progressively worse. No trauma or falls were noted to have been related to the issue. They took x-rays on (B)(6) 2018 and the patient stated that the x-ray shows that the only thing holding it in is a couple of layers of skin. The patient does not think that the health care provider put it in deep enough. The patient indicated that she does not want the device taken out permanently because it helps her, but her health care provider had told her that she needs to have it taken out before he could put it back in. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the ins was originally implanted 71 cm deep. It was reported that the ins migrations was due to fat re-distribution. No further complications are anticipated.